Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experiences discomfort in the throat due to stimulation. Patient reported that the magnet will be used to disabled stimulation when needed. Additional information was received that the patient's discomfort in throat first began at the first programming appointment. The patient's vns device was turned off. Diagnostics were performed and impedance was within normal limits (3844 ohms). Patient later underwent vns removal surgery on (B)(6) 2016 due to complaint of issue with his neck. The explanted devices have not been received to date. Additional relevant information has not been received to date.